Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a device check approximately one month following implant, the left ventricular (lv) lead showed no capture on all pacing vectors. The device was reprogrammed to vvi pacing mode and a lv lead revision was scheduled. A second device check indicated there was lv capture on all vectors except for the lv3-lv4 configuration. In addition, while testing the lv threshold, the patient experienced phrenic nerve stimulation. Fluoroscopy showed that the lv lead had dislodged and pulled back from the final placement at initial implant. During the lv lead revision, a high right atrial (ra) lead threshold was noted and microdislodgment of the ra lead was suspected. The ra lead was repositioned and remains in use. The lv lead was explanted and replaced. That patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.